Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 475 mg/dl. The customer had symptoms such as headache, nausea, fatigue, and difficulty functioning. Customer treated the high blood glucose with manual injections. Customer's blood glucose value was 297 mg/dl at the time of the call. Troubleshooting was performed. The customer declined to check for the presence of leaks or air bubbles in the infusion set tubing and reservoir. The customer was advised to remove the infusion set from the body to check for a bent or crimped cannula and found that the infusion set cannula was bent. The customer was advised that the bent cannula may have contributed to the high blood glucose value. Customer declined to continue to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.